Event description:
According to the reporter: the bad broke inside the pt. Another device was used without further consequence. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)